Event description:
Fiber optic used to deliver laser energy to the treatment site broke inside the pt during treatment for venous insufficiency, specifically for reflux of the great saphenous vein (gsv). Physician performed a cut down and retrieved the fiber. During a post-operative follow-up, incisional redness was noted and bactrim was prescribed. At a subsequent follow up, it was noted that the condition was improving.